Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded and or loose drive support disk. Basic occlusion, occlusion, and excessive no delivery tests were not performed due to compromised force sensor system alarm. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was squirting insulin out during manual prime process, and alarmed compromised force sensor system. Customer's blood glucose was 460 mg/dl. Customer treated with manual injection. Customer mentioned blood glucose was 170 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.